Manufacturer narrative:
Investigation found the device to be manufactured prior to april 22, 2002. Visual examination found the stem pulled through the bottom disk and the tube is bent. The bottom disk crimp is distorted and cannot be measured. The diameter of the tube is within specification. No part number or lot number was present on the subject device. Review of the product design history found the device met design specifications at the time of manufacture. Synthes is unable to determine the manufacture date without a lot number.

Event description:
During a procedure, a ti cranial flap tube clamp popped off. As surgeon was tensioning the clamp, the stem pulled through the distal plate of the clamp causing the bone flap to fall on the floor. The surgeon retrieved the bone flap, cleaned it and finished the procedure using plates and screws. Pt developed an infection and passed away approximately one month post-operative.